Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down by itself and showed error during therapy in the pediatric care area (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed or reproduced. The device was found to operate as expected without powering off by itself and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-09793 can be removed from the FDA database.